Event description:
It was reported that (2) mcm30 were used during an unk procedure. It was reported by the affiliate that the clip would not feed into the jaw properly. Opened another device to complete the case. There was no consequence to pt.